Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill estimate was inaccurate. Reportedly, the customer filled the cartridge with cold insulin. Tandem technical support educated the customer that the cartridge should be filled with room temperature insulin. There was no reported impact to the customer's blood glucose level. The customer declined to perform troubleshooting for the reported issue.